Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir herniated. Therefore a revision surgery was performed to replace the reservoir. There were no device performance issues with the device. The patient fully recovered.